Manufacturer narrative:
This report is submitted on march 18, 2024.

Event description:
Per the clinic, the patient experienced skin flap infection and subsequently, was treated with oral antibiotics (specific date and duration not reported).